Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was removed without difficulty. The catheter tip was not intact at removal. A lumbar x-ray and thoracic CT scan was performed and both were (B)(6) for foreign body.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter tip was missing during removal. The customer returned one epidural catheter ((B)(4)). The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed the catheter appears to have been used as biological material can be seen between the catheter coils and adhesive residue is present on the catheter body exterior. Also, part of the coils and the black marking on the tip of the distal end are missing. Indentions can be seen on the extrusion where the coils once where. However, there are no signs stretching of the coils or extrusion at the point of separation. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (c05158). The return catheter extrusion measures approximately 88.5cm. Although, the total measurement of the returned catheter is within the low end of the specification of 88.5-91.5 cm per (B)(4). Other remarks: measurement from the distal tip to the 5cm marking is approximately 2.5cm. This indicates approximately 2.5cm of the catheter appear to be missing. Specifications per (B)(4) were reviewed as a part of this complaint investigation. A corrective action is not required at this time as the root cause could not be determined. The reported complaint of a catheter tip was not intact during removal was confirmed based upon the sample received. Visual examination of the likely distal most end of the returned catheter showed part of the coils and the black marking on the tip were missing. However, there were no signs of stretching of the coils or extrusion at the point of separation. Although, total measurement of the returned catheter's extrusion was at the low end of the specification, measurement from the distal tip to the 5cm marking is approximately 2.5cm, indicating approximately 2.5cm appeared to be missing. Therefore, based on the condition of the sample received and the information provided, the potential cause of this complaint could not be determined.

Event description:
The catheter was removed without difficulty. The catheter tip was not intact at removal. A lumbar x-ray and thoracic CT scan was performed and both were negative for foreign body.